Manufacturer narrative:
Additional information: a2, a3, b5 and d10. B5: upon follow up it was reported that the patient experienced bacterial peritonitis manifested by cloudy pd effluent. On an unknown date, antibiotic treatment with amikacin injection and tergocid injection for peritonitis, were discontinued. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was treated with amikacin (125mg, intraperitoneal, once daily) and tergocid (400mg, intraperitoneal, once daily) for the event. It was not reported if the patient was hospitalized for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.